Event description:
It was reported that the right ventricular (rv) lead on this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2000 ohms. It was noted at follow-up testing, the thresholds and sensing was normal and isometrics did not reproduce any noise. Further monitoring was decided. No adverse patient effects were reported. Currently, this crt-d system remains in service.